Manufacturer narrative:
H3: the cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Correction: h6 clinical code, impact code, medical device component code, component code.

Manufacturer narrative:
D10. Concomitants: truliant femoral component ref. No.(B)(4). Tibial tray ref. No. (B)(4). Patella component ref. No. (B)(4). Additional product ref. No. (B)(4).

Event description:
Study: exactech truliant knee clinical study; subject: (B)(6). It was reported via clinical study, that the 43 yo female patient underwent I&d total knee arthroplasty with tibial insert exchange & complete synovectomy of the right knee. Due to worsening pain, deteriorating range of motion, progressive deformity, and significant interference with function the only option for pain control and functional restoration is total knee replacement revision due to laxity developed post-tka and dating back to previous knee procedure. The date of event onset is (B)(6) 2018. The outcome was last known as resolved on 10-08-2018.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, h4, h6. MDR section codes updated/corrected: a, b, c, d, e. The reason for the reported surgery cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.